Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 8 years post initial operation. Surgeon revised an equinoxe reverse shoulder due to a disassociated 42 liner. He removed a 42 glenosphere, 42+0 liner and +0 humeral tray. He replaced them with a 42+4 glenosphere, 42+0 liner and a +15 humeral tray. No further information available at this time.